Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback of a routine hemodialysis treatment. Partial rinseback was completed resulting in an estimated blood loss of 165cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridge was not returned for evaluation; therefore the exact cause of the arterial air alarm cannot be determined. The arterial alarm during rinseback was most likely caused by air being introduced into the disposable cartridge when the operator moved the tubing to configure the set for rinseback. The cycler alarmed appropriately. A direct correlation between co system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.